Manufacturer narrative:
H3 and h6. Codes: updated. Device evaluation: the suspected device was returned for evaluation. The customer reported issue of ¿the pump had a cassette error, battery compartment cracked, downstream occlusion (dso) seal open¿ was replicated by closing the latched handle. Found severe bubbling dso seal and broken battery compartment. The most likely cause of the report error is dso sensor. The dso sensor and battery compartment were replaced. The device passed all functional and delivery tests after the repair. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump had cassette error, battery compartment cracked and downstream occlusion (dso) seal open during pre-test. There was no patient involvement.